Event description:
It was reported that a malfunction occurred with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and advised them to continue using the pump. The customer was instructed to contact support again if the malfunction recurred, and they acknowledged the instructions.